Event description:
During an in clinic follow up, r wave amp variation and threshold variation were noted on the right ventricular (rv) lead. X-ray imaging was performed. Twiddler's syndrome was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.